Event description:
Complainant alleged that while attempting to treat a 71-year-old male patient, the device displayed a "defib pace device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The processor/bridge/pace board, ECG board, and the defib-monitor flex cable assembly were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.